Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had not used their stimulator for a while because they had a back surgery and when they had it fully charged and turned off before surgery. Pt stated after surgery, they have not been able to turn on or charge their implant. Agent asked patient if the back surgery was related to the implant and patient said no. When trying to connect to charge the implant the screen would flash 3 times and would not switch to the charging screen. Pt tried connecting to the implant using the recharger and saw screens: al - position antenna, . Al - values and finally reposition antenna ¿ press therapy off. During call patient verified no damage to the recharger antenna and stated their pp had been dead and they do not have batteries to wake pp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.